Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture and had dislodged. It was noted that sensing and impedance measurements were normal and stable. The physician decided to replace the lead instead of reposition in case there was tissue built up inside the helix of the old lead. A new lead was successfully implanted. No adverse patient effects were reported. At this time, this lead had not been returned. If additional information is received, this report will be updated.